Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners. Bleeding lcd glass was also noted during visual inspection.

Event description:
Customer reported via phone call that the insulin pump is cracked on the reservoir and battery compartment. The patient's blood glucose value at the time of incident is unknown. The patient is unsure how the damage occurred, but there is a black dot on the display screen. The insulin pump was returned for analysis and a replacement device was shipped to the customer.